Event description:
It was reported that during the visual inspection of cadd units for the csp lots, 6 and 5 units were rejected due to leakage defects. Per reporter the liquid was discovered inside the cases of the affected cadd units. Upon further evaluation, the leakage was traced to the joint between the pigtail and the bladder, specifically near the area marked with the number 4 or 5 embossed on the bladder. Associated lot number under cn-(B)(4). There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no product was received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.